Event description:
A nurse reported that the probe gradually stopped cutting before the vitrectomy surgery, and only aspiration remained functional. The procedure was completed on same day after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).